Manufacturer narrative:
This report is being submitted to relay corrected and additional information. The following sections are being reported: b4: 26 nov 2019. B5: the reported device has been identified as a non-zimmer biomet device by zimmer product development associate director. D1: unknown implant. G4: 14 nov 2019. G7: follow up. H1: serious injury. H2: correction, additional information. H3: no, device not made by company. H6: method, results, conclusion. H10: manufacturer narrative, corrected data. The reported device was received for evaluation. Per zimmer biomet product development associate director, the returned implant is a third party item and not a zimmer biomet implant. The event no longer meets the criteria for regulatory reporting and will not be investigated by zimmer biomet. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The reported device has been identified as a non-zimmer biomet device by zimmer product development associate director.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that the implant was removed due to peri implantitis.